Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent jjgc.

Event description:
Os 112527. The dentist reported that 6 months after the dental implant was installed in intraoral region #19 it was verified its non osseointegration. Implant was immediately carried out, 30 ncm of primary stability was achieved and immediate load was not performed. The patient presented insufficient bone quality/quantity (bone type iii).